Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer number: 1627487-2021-18964, 1627487-2021-18966. It was noted the patient was unable to set their device to MRI mode. X-rays revealed lead migration. Low impedances were also noted. Surgical intervention may be pending to address this issue.